Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: coll. Antropol. 2010; 1: 129¿133. (B)(4).

Event description:
It was reported in a journal article title: comparison of results of surgical treatments of primary inguinal hernia with flat polypropylene mesh and three-dimensional prolene (phs) mesh ¿ one year follow up. The aim of this study was to compare the results of the surgery of inguinal hernias using flat polypropylene mesh and three-dimensional prolene (phs) mesh (ethicon). The study included a total of 80 patients; 40 patients in the flat polypropylene mesh group and 40 patients in the three-dimensional prolene (phs) mesh (ethicon) group, male patients, aged 18¿50 years, with the diagnosis of inguinal hernia. In the phs mesh group, reported complications included wound infection (n-2), seroma (n-2), and hematoma (n-1). One month post-operatively, late post-operation complications included sensory loss (n-12), pain and numbness at rest (n-7), and pain and numbness during physical activity (n-9). Three months post-operatively, late post-operation complications included sensory loss (n-8), pain and numbness at rest (n-4), and pain and numbness during physical activity (n-6). Six months post-operatively, late post-operation complications included sensory loss (n-2), and pain and numbness during physical activity (n-1). Twelve months post-operatively, late post-operation complications included sensory loss (n-1), pain and numbness at rest (n-7), and pain and numbness during physical activity (n-9). Based on the research, the authors can conclude that both methods of the treatment of inguinal hernia with the used meshes are mutually comparable, safe, and reliable, and that with the application of certain surgical principles they guarantee safe and successful treatment of inguinal hernia with a little possibility of recurrence.